Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a patient underwent an ion lung biopsy and at the beginning of the biopsy work flow experienced an unspecified cardiac event and coded. The procedure was aborted and resuscitative efforts were initiated which were successful after 5 minutes of chest compressions. The patient was extubated, transferred to the ICU and stabilized. The following day the patient developed a minor stroke and was reintubated. Based on the available data the reported adverse events were procedure related and not device related. Bronchoscopy and biopsy are minimally invasive procedures with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an endoluminal lung biopsy procedure the patient coded due to an unspecified heart episode. The biopsied lesion was located in the left upper lingula. It was reported that the patient had some unknown cardiac history. The physician was just beginning the biopsy workflow when the patient experienced an unspecified cardiac event and coded. Biopsies were done, then the procedure was aborted after the coded. Per the physician, the ion device did not cause or contribute to the event and believed that it was a heart issue that was brought on by anesthesia and that this event may have occurred with another biopsy modality. Chest compressions were initiated for 5 minutes, and the patient was resuscitated, extubated, and then transferred to the intensive care unit (ICU) and stabilized. The next day, the patient possibly experienced a minor stroke and was reintubated and placed on a ventilator but awake.